Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use when the issue was identified. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that system can¿t start application. Review of the log file showed that issue was with suite pc. Fse found that power was supplied to the equipment power supply unit, a failure in the unit that controls the power supply was confirmed. Fse replaced the power supply control unit in the main cabinet of the equipment. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.